Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited higher impedance measurements of 1300 to 1800 ohms that suddenly decreased to 500 ohms and then increased to greater than 3000 ohms. Oversensing of noise and loss of capture (loc) were also noted on stored electrograms (egms). An x-ray was taken which showed full insertion of the rv lead into the header of the ICD. It was discussed that since this was a newer implant and the patient had recently broken a window and lifted someone through the window to gain access to a family member who was unresponsive that there may be a concern over a connection issue. A revision procedure was performed where a loose connection was confirmed. The rv lead was connected to a pacing system analyzer (psa) and found to be functioning appropriately, thus it was re-inserted into the header of the ICD and secured appropriately. The ICD and rv lead remain in service and no additional adverse patient effects were reported.